Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a 50-year-old male patient, the device inappropriately shut down. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This supplemental medwatch report is reporting the evaluation of the device and correcting information submitted on the initial medwatch report. Please reference sections d4 model # updated, d4 catalog # removed, and d4 primary UDI # updated. Zoll medical corporation evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing including, functional testing, impedance calibration test, defib/pacer stress testing, bench handling and defib cycling without duplicating the report. The battery was returned and testing could not replicate the customer's report. The device was recertified and returned to the customer. Review of the device activity logs did not show any activity for the event date consistent with the customer report. No trend is associated with reports of this type.